Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a piece broke off of the drill during use. It was confirmed that allbroken pieces were retrieved and the case was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: a phoenix drill bit broke inside of a patient¿s hip during a hip arthroscopy case. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied on device. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a piece broke off of the drill during use. It was confirmed that all broken pieces were retrieved and the case was completed successfully.